Event description:
In 2009, the patient was admitted to the hospital because of inappropriate shocks provided by the ICD system. Interrogation of the associated ICD revealed that the measured lead shock impedance was normal, and the pacing impedance was less than 200 ohms. During intervention on the same date, the physician verified the connection between the ICD and lead. External measurements then identified a pacing impedance of less than 200 ohms. Since the defibrillation portion of the lead continued to measure normal values, the physician capped the is-1 connector, and replaced the pacing portion of the lead with a standard ventricular brady lead.

Manufacturer narrative:
On october 19, 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.